Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burn beneath the electrodes have been reported with the use of powered muscle stimulations.

Event description:
During the use of the device in treatment, patients would complain of being uncomfortable. No patient injuries had been noted. In early 2008, a patient was being treated with the device for lower back pain and received 2 small blisters during the treatment. The treatment mode was the interferential waveform. The blisters were under the treatment electrodes and measured < 1cm in diameter. The clinician classified the burns as 2nd in degree. The clinician had the biomedical department evaluate the device. The biomed department reported that the device would 'ramp' up when using the interferential waveform.